Event description:
It was reported that there was a perforation and pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient but did not meet all the release criteria. The physician recaptured the device and then redeployed the device in the laa. Transesophageal echocardiogram (tee) imaging at this time showed that there was a perforation that led to a pericardial effusion. The closure device was released in the laa of the patient successfully to help cover the perforation. The physician performed a pericardiocentesis and drained blood from the patient. No other intervention or treatment was reported to have been performed for this patient. The patient has not experienced any other complications as a result of this event.